Event description:
The facility reported an infusion pump that "beeped failure - would not infuse" during pt use. "Ivpb medicine placed onto another IV pump within one minute". The name of the medication that was infusing was unk. No pt injury or medical intervention was reported by the facility. During service, a failure code 810:11 was found to have occurred by the baxter service technician.